Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance fraying suture intra-op. Two sealed boxes and an opened box with twenty one unopened samples of product code z317, lot # pck398 were received for evaluation. The complaint sample was not received. During the visual inspection of thirteen representative sample, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no unraveling or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85508 and 2210968-2019-85509. Analysis results have been included in reports for each.

Event description:
It was reported that an animal underwent an unknown veterinary procedure on an unknown date and suture was used. During the procedure, the suture was unraveling. It is unknown how the case was completed.